Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient got 3.5 years out of their previous ins, but in the end the battery voltage was dropping down fast. They state this started like a month before replacement. No symptoms reported. No further complications were reported or anticipated with this event.